Manufacturer narrative:
Device evaluation of the monitor was completed. The reported problem (cannot run detect and treat testing) was duplicated. During investigation, the monitor was unable to run essential performance testing. The cause for failure was isolated to the battery connector gasket was causing the failures. The root cause was assembly error. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.